Event description:
Patient contacted dexcom to report intermittent audio output. The patient did not report any medical intervention or injuries.

Manufacturer narrative:
Product returned received. Product investigation concluded there was an assembly error found with the receiver.

Manufacturer narrative:
(B)(4).